Event description:
Spontaneous call, spoke with pt stating her pump alarmed with an error code of 13. Pt was able to change to backup pump just fine. No other info known. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(4).